Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown liner, lot # unknown; item # unknown, unknown stem, lot # unknown; item # unknown, unknown cup, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02019. Reported event was confirmed by review of x-rays. Review of the x-rays states that osteopenia is present. Dislocation is seen, there appears to be polyethylene wear which may have contributed to the dislocation. The overall fit, size, and angle of the cup are appropriate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a hip arthroplasty on an unknown date. Subsequently, patient underwent a closed reduction due to dislocation. Attempts have been made and no further information has been provided.